Manufacturer narrative:
The reported events were oversensing noise, mode switch and bend in the right atrial lead. As received, a complete lead was returned in one piece measuring 46.0 cm. The reported event of oversensing noise was confirmed. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation of the lead and exposing the outer coil at 12.5 cm to 12.6 cm from the connector pin of the lead. The cause of reported event of oversensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. All other damages found is consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-16096 new information received notes that the pacemaker and right atrial (ra) lead were over-sensing noise leading to inappropriate automatic mode switch (ams) episodes and pacing inhibition. The pacemaker and ra lead were explanted and replaced with alternate pacemaker and ra lead respectively. The ra lead was visualized bend after explanted.

Manufacturer narrative:
Correction: section d10 - should have be "right ventricular lead" only rather than "right ventricular lead and assurity".

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes and pacing inhibition. The ra lead was explanted and replaced with alternate ra lead. The patient's condition was stable.